Manufacturer narrative:
Evaluation summary: the analysis results confirmed that device a was returned with the distal tip of the blade broken off and missing. The remainder was noted to have gouges. The identified blade damage may have occurred from external contact during activation. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." The analysis results confirmed that device b was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure." In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during an unknown procedure, the blades stopped working after limited use. Blade tips snapped during cleaning with 4x4. There was no reported patient consequence. It was not reported how the procedure was completed.